Event description:
It was reported that during a live donor laparoscopic nephrectomy procedure, the device was closed when the iris layer popped and tore from the upper ring. There was no pt consequence.